Manufacturer narrative:
(B)(4). Review of provided picture shows tasp is fractured. Complaint is confirmed. The device history records were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while inserting the trial cps provisional poly, the base of the trial fractured. No pieces fell into the patient and no delays occurred.